Event description:
It was reported that during a cryo ablation procedure a cardiac tamponade occurred while using the mapping catheter. A pericardio enthesis was performed and the event resolved. The patient was a participant of the 1stop clinical study. No further information is available at this time. No further patient complications have been reported as a result of this event.